Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) 0.05 mg/day 1 mg/ml via an implantable pump. It was reported that the healthcare provider (hcp) stated that the catheter was not manufactured right. The guidewire was bent at the halfway point of the catheter and the implanter could not advance the catheter tip. There were no known environmental/external/patient factors that may have led or contributed to the issue. The clinical specialist offered a new 8780 and the issue was resolved. The healthcare provider (hcp) has no further information for medtronic.